Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted (B)(6) 2020. Etlw1616c156e stent graft ; etlw1610c156e stent graft, implanted (B)(6) 2019. Enlw1616c82e stent graft; enew2424c82e stent graft; enlw1624c124e stent graft; enbf2816c166e stent graft, implanted (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. The ra lead remains in use. No patient complications have been reported as a result of this event.